Event description:
Major pump unit(s) involved: external control system failure;alarms of low voltage, pump stop w/ controller changes by patient. He was readmitted for safety/eval.specific component(s) involved: external controller malfunction;it was thought that controller was malfunctioning or possible break in perc. Lead.causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system.intervention(s): replacement of external controller;type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.